Manufacturer narrative:
The customer contacted a siemens customer care center and reported that different na results were obtained on 2 patient samples on a dimension vista 1500 instrument. Siemens determined that quality controls were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: replaced integrated multisensor technology (imt), peristaltic pump tube, rotary valve and imt probe; ran advanced clean on the imt; inspected tubing and connections on the imt module; tightened the tubings on acrylic block; primed fluids and checked for air bubbles; performed preventative maintenance; ran auto alignment on the imt and imt probe; primed the imt; ran quick checks, rotary valve leak test, read cycles on imt, quality controls, and precision tests, resulting acceptably. A sample quality issue potentially contributed to the different na results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00115 was filed for the different results obtained on (B)(6) 2019 for other patient samples. MDR 2517506-2019-00116 was filed for the different results obtained on an alternate instrument.

Event description:
Different sodium (na) results were obtained on 2 patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results obtained on the alternate instrument were not reported. It is unknown which results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the different na results.